Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an error code 14. The unit was successfully swapped out. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found 3 code 14 errors. The fse replaced the scroll compressor twice, the temperature sensor, and the drive manifold assembly. The issue was not resolved. The fse replaced the motor control board (d670-00-1159). This resolved the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received part number 0670-00-1159 a pcb, motor control board serial number: (B)(6) with a reported unit failure message of power-up test fail code#14. The fat department performed a visual inspection of this part and found that the part is in good condition. The failure analysis and testing department installed the part number 0670-00-1159 a pcb, motor control board serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department is unable to verify the failure message of power-up test fail code #14. Sending the pcb control board to the supplier for further investigation per procedure 0002-07-d008 rev ar. Failure analysis received from the supplier for the part. They stated the part had a broken edge. Root cause for this part is not confirmed for the original issue. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.